Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. However, it was noted that the balloon catheter was broken. No known patient complications were reported.